Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. No adverse impact to the customer's blood glucose level was noted. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.